Event description:
Follow-up identified explant of the scs system took place with no company representative present for the case.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported effective stimulation was never established with the scs system. Reportedly, reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.